Event description:
Received (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified a second revision for unknown reason, date of implantation, date of revision, part/lot information. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/9/2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain and metallosis. Records are available for further review.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- received 5/25/2012 - plaintiff¿s preliminary disclosure form was received, which identified a second revision for unknown reason, date of implantation, date of revision, part/lot information. Update product and lot codes were updated. Update: 11/9/2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain and metallosis. Records are available for further review. Complaint was updated on: 05/19/2014. Doi 10/6/2004 - dor 2/17/2006 (left hip) september 8, 2014 updated patient and product codes. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. Added revision hospital, law firm, dob, associated contacts and product details. Doi: (B)(6) 2004 - dor: (B)(6) 2006 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.